Event description:
Levophed was running in the pump, downstream occlusion alarm would not stop alarming, and it was inappropriate as the line worked and nothing was clamped or kinked. Backup pump obtained and started. Patient was not harmed in the process, but there was a possibility for severe harm had there not been a backup pump in the room for intervention.